Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. The proximal aortic neck was 31.4mm 10mm in length. It was reported during the index procedure a type ia endoleak was observed. The physician re-ballooned and implanted 7 heli-fx endoa nchors. The endoleak minimized but was still present. The physician plans to monitor the patient and is hopeful the endoleak will resolve with time. No future intervention is planned. As per the physician the cause of the event has been determined as anatomy related. No additional clinical sequelae were reported and the patient will be monitored.